Event description:
It was reported that prior to procedure nim computer notebook was not working properly. There was no patient involvement.

Manufacturer narrative:
H3: product analysis stated software problem.nim-eclipse e4 file is missing. G4: please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (controller eclipse, 945eclc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.